Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air supply volume, water supply volume, water removal ability did not meet the standard value due to clogging of nozzle; bending angle in up direction, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire; adhesive on bending section cover had chipped, cracked and had a white clouded area; objective lens had a crack; adhesive around objective lens and light guide lens had white clouded area; adhesive around objective lens, light guide lens, paint on air water cylinder, paint on suction cylinder, indication on suction connector were peeled; protector of universal cord on control section side, switch 1, universal cord, connecting tube, plastic distal end cover had scratched; switch 1 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during inspection for use for an unspecified diagnostic procedure that was completed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter came out from the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material remained in the device due to deviation from manufacturer reprocessing steps the occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 260 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.